Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was removed from service when a physically damaged direct current (dc) charging port was discovered. As the device was removed from service at the time of the event, no patient or user harm occurred.